Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. The investigation analysis completed on 9/23/2019. The device was visually inspected and it was found in good conditions. Irrigation testing was performed and the catheter failed. A failure analysis was performed. The catheter was dissected on the tip area and the irrigation tubing was found folded. The manufacture team performed an investigation to determine the root cause. Investigation results showed that this issue is not related to the manufacture process since the device was already dissected. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the folded irrigation tube cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling/manipulation of the device during the procedure. However, this cannot be conclusively determined. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03734 and 2029046-2019-03420 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with (2) pentaray nav high-density mapping eco catheters, and thrombus like substance was blocking the irrigation pores. Initially, it was reported that a patient underwent an ablation procedure with 1 pentaray nav high-density mapping eco catheter. On 08/9/2019, additional information was received indicting a second pentaray nav high-density mapping eco catheter was used during the procedure. Customer indicated, an unspecified issue occurred with the 2nd pentaray catheter. Attempts were made to clarify the specific issue observed on the second pentaray nav high-density mapping eco catheter, used during the procedure. Thereafter on 9/11/2019, clarification was received indicating the observed issue on the 2nd pentaray nav high-density mapping eco catheter was a thrombus like substance blocking the irrigation pores. It was not possible to irrigate through the ablation catheter, as the conduit was thrombotized. No adverse patient consequences were reported. The no irrigation issue has been assessed as not MDR reportable. The observed thrombus like substance has been assessed as an MDR reportable malfunction. The awareness date has been reset to 9/11/2019.